Manufacturer narrative:
The insulin pump was received with no audio on alarms due to broken transducer red wire. However, testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a beep anomaly. The insulin pump was not beeping. His blood glucose level was not reported. The self-test failed. He was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.